Event description:
The customer stated, he was taken to the emergency room due to low blood glucose levels. Prior to the event, the customer stated, he tried priming a new infusion set. He stated, that he connected the infusion set to his body after priming, then the insulin pump gave an error. The customer stated, that the insulin pump then delivered the entire amount of insulin in the reservoir.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.